Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. The visual inspection of the returned product noted. The reload was pre-fired and engaged in interlock. The jaws were open. Pmv performed functional testing which included. Pmv instrument used for testing. The reload was loaded into a pmv instrument for functional testing. The interlock was overridden and the reload was applied to test media. All staples were placed, and test media was cleanly transected. The reload interlock was tested and found to function properly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection, the handle was unable to be squeezed for the first firing. The thickness of the tissue was not a problem and the device was set without any issue. The device was on firing mode after pressing the green button but handle could not be squeezed. A new handle and a new cartridge were used to complete the case. The event occurred during the procedure but the product was not used for patient. There was no patient injury.